Event description:
The user facility reported that a 83-year-old male patient was implanted with impella cp during non-st-elevation myocardial infarction suppport. It was reported that patient went asystole this morning compressions were started, and return of spontaneous circulation was obtained. Patients son and care team decided to withdraw care.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.